Event description:
A customer reported a cartridge alarm issue. There was no adverse impact on the customer's blood glucose level. The customer resolved the issue by changing the cartridge four times, with success on the last attempt. Subsequently, the customer requested replacements for the infusion sets and cartridges, which were sent by technical support.